Event description:
It was reported that the ilet display screen cracked after the device fell from a bunk bed, and a replacement ilet was shipped while the original water-damaged unit was pending return verification. Investigation of this case revealed that return tracking for the original device could not be confirmed and a copy of the return slip was requested from shipping. There was no user reported symptoms and patient injury during the event, and no reported blood glucose issues. Outcomes included no impact on glycemic control and no medical intervention. Investigation included a review of shipping and return records. It was concluded that, based on previously established findings for similar reports, the event involved physical damage to the device display with no user injury and no adverse clinical effect.